Manufacturer narrative:
The account found the side rail latch d pin was missing. The account installed a new side rail latch d pin to resolve the issue.

Event description:
The account alleged the side rail would not latch. No pt impact.